Event description:
Customer reported receiving erratic readings on his freestyle freedom blood glucose monitor. Customer reported receiving readings of "lo" and 339 mg/dl within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The device ((B) (4)) has been returned and an investigation using approved test strips and control solution has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. The reported results were found in the meter's internal memory log. It should be noted: this meter does not give a numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl.